Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels on (B)(6) 2014 due to the cannula being kinked and not deliver insulin. Customer's blood glucose level was 537 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming, high pressure test and insulin exited tubing. Informed customer device is functioning properly but insisted on replacing the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.